Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used in papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure, the small sponge inside the device came out and lodged in the working channel of the scope. The scope was sent for repair since the foam was stuck in the channel. A water-soluble lubricant was applied on the biopsy cap prior to use. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block h6: imdrf device code a0501 captures the reportable event of the sponge detachment.